Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion surgery at l5 to s1 using rhbmp-2/acs. The patient's post-operative period has been marked by severe narrowing of her spinal canal at l5-s1 secondary to bony overgrowth. The patient developed pain and weakness in both her legs as well as numbness and pain in her feet. Patient continues to experience severe and unrelenting serious pain, which greatly limits her mobility.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 patient underwent MRI of lumbar spine due to back and leg pain. Impression: moderate-sized right paracentral disc protrusion at l5-s1 encroaches upon the lateral recess and displaces the traversing right s1 nerve root. It also leads to moderate right neural foraminal narrowing. (B)(6) 2007 patient presented due to axial low back pain with bilateral buttocks pain, right leg pain, numbness and tingling in the right leg on the lateral portion of the right foot. Impression: 1. Axial low back pain with right leg pain following a work related injury on (B)(6) 2007 with MRI evidence of t2 weighted image changes l5-s1 and large posterior right lateral disc herniation l5-s1 compromising the l5 neural foramen and contacting the s1 descending nerve root. (B)(6) 2007 patient presented due to axial low back pain, right leg pain. Impression: axial low back pain with right leg pain following a work related injury on (B)(6) 2007 with MRI evidence of t2-weighted image changes at l5-s1. Large posterior right lateral disc herniation at l5-s1compromising the l5 neuroforamen contacting the s1 descending nerve root. (B)(6) 2007 the patient underwent the epidural injection due to the chronic pain. (B)(6) 2007 patient disabled. He started using cane as per doctor's prescription. (B)(6) 2007 patient presented for an office visit due to cute left leg pain, particularly on the anterior and lateral portion of her left thigh. Impression: 1. Status post right-sided l5-s1 laminectomy/discectomy on (B)(6) 2007 with resolution of right leg pain with new onset left leg pain. (B)(6) 2007, (B)(6) 2008 patient presented for an office visit due to post right-sided laminectomy, foraminotomy, and medial facetectomy/discectomy at ls-s 1 as well as new onset of left leg pain treated with lyrica. Impression: 1. Status post right-sided l5-s1 laminectomy/discectomy on (B)(6) 2007. (B)(6) 2008 patient presented for an office visit due to post right-sided laminectomy, foraminotomy, and medial facetectomy/discectomy at ls-s 1 as well as new onset of left leg pain treated with lyrica. Impression: status post right-sided hemilaminectomy and discectomy at l5-s 1 on (B)(6) 2007 with residual muscle spasms and lower extremity numbness particularly on the left after returned to work. 26 jun 2008 patient underwent MRI of right wrist. Impression: 1. Developmental mild negative ulnar variance. 2. Chronic small bony erosions occur at the proximal aspect of lunate and triquetrum. 3. Mild chronic degenerative radiocarpal joint narrowing. 4. No abnormal excessive amount of synovial fluid is observed in the carpal region. (B)(6) 2008 patient underwent MRI of lumbar spine due to back and leg pain. Conclusion: extensive postoperative change is noted on the right at l5-s1 with extensive epidural fibrosis. There is some deformity of the s1 nerve root in this area due to scar tissue. There is no disc extrusion or stenosis on this study. There is a degree of facet arthropathy at several levels as noted above. Conus appear normal. No discitis. (B)(6) 2008 patient presented for an office visit due to back and bilateral leg pain. Impression: 1. Status post (B)(6) 2007 right-sided laminectomy, discectomy ls-s 1 with further degenerative changes at l5-s 1 causing spinal stenosis. (B)(6) 2009 patient called due to leg pain. (B)(6) 2013 the patient presented to the office for follow up on cardiovascular-hypertension; gastroesophagel reflux, knee pain, abdominal pain. (B)(6) 2013 the patient presented for and office visit. (B)(6) 2014 the patient presented to the office for follow up on cardiovascular-hypertension; endocrine-diabetes mellitus, gout and shoulder pain. (B)(6) 2014 the patient presented for an office visit. (B)(6) 2015 the patient presented for an office visit for follow up on diabetes mellitus, hyperlipidemia, gout, gastroesophagel reflux. (B)(6) 2015 the patient presented with chief complaint of cough. (B)(6) 2015 the patient presented for follow up on acute cough. (B)(6) 2015 the patient presented for an office visit.

Event description:
It was reported that on (B)(6) 1985, patient was admitted due to intrautrine pregnancy at (B)(6). Patient underwent ob ultrasound. Impression: single intrauterine pregnancy, (B)(6) gestational age with oligohydramnious. These findings suggest severe intrauterine growth retardation. Suggest clinical correlation and follow-up. On (B)(6) 1985, patient underwent ob ultrasound. Impression: single intrauterine pregnancy with evidence of severe intrauterine growth retardation and oligohydramnios. Suggest clinical correlation. On (B)(6) 1985, patient underwent procedure: low transverse cesarean section; for pre-op diagnosis of: intrauterine pregnancy (B)(6), severe intrauterine growth rate and oligohydramnia; severe fetal decelerations; unfavorable cervix. No complications were reported. On (B)(6) 2010: patient underwent CT myelogram of lumbar spine due to low back pain. Impression: no local disc herniation or nerve root compression by myelography; l5-s1 intervertebral body fusion noted. Patient underwent lumbar myelogram due to low back pain. Impression: fusion l5-s1; no high grade stenosis. On (B)(6) 2012: patient presented for office visit and complains of worsening of bilateral leg pain. Patient also complains of numbness and tingling radiating in the left leg but also describes some numbness and tingling that she gets into her right leg. Impression: status post lumbar laminectomy on the right with discectomy at l5-s1; status post anterior cervical discectomy at l5-s1 with axial lif fusion and screws; worsening back and bilateral leg pain, numbness and tingling, particularly on the right. On (B)(6) 2013: impression: lumbar post laminectomy syndrome, stable; chronic bilateral lower limb pain and bilateral limb parasthesias, stable; chronic low back pain, stable; lumbar surgery x2.l5 through s1 fusion with hardware; chronic opoid use. On (B)(6) 2013: patient presented for follow up of chronic pain as well as medication management. Patient is currently complaining of pain located in her right shoulder, mid back, low back, left hip, and right lower extremity. Pain is described as aching, burning, stabbing. Pain is aggravated by increased activity. Review of system is positive for numbness, constipation and night sweats. On (B)(6) 2013, patient presented for follow up office visit. On (B)(6) 2013: patient presented for office visit with chief complaint of pain. Patient complains of pain, in the lower back, aching, stabbing type. Does not radiate to either lower limbs from posterior aspect, but the pain does go on the left side to the leg from anterior thigh down to anterior mid leg. She has some pain in anterior thigh up to mid thigh area. Aching, stabbing type of pain in bilateral lower limbs. She has some pins and needles sensation in left foot as well. Complaining of some pain in the right shoulder. Review of system positive for constipation.

Manufacturer narrative:
Additional info: image review (B)(6) 2015 lumbar MRI t2 sagittal view shows a trans-sacral l5/s1 fusion rod that extends from the superior l5 endplate to the anterior bottom of s1. Facet screws also appear to be present bilaterally. Synovial facet cysts can be seen bilaterally coming off of the l5/s1 facets ventro-medially. They appear to narrow the l5 root foramen. Artifact distorts the visualization of the neural elements in the region of the implants through s1, l5 and l4.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007: the patient presented with chief complaint of bilateral buttock and right leg pain, tingling in the right lower extremities. The patient underwent physical examination. Impression: right sided herniated nucleus pulposus (hno) and spondylosis at l5-s1 causing nerve root compression. On (B)(6) 2007: the patient was admitted with pre-operative diagnosis of: lumbar disk herniation, lumbar spondylosis and lumbar subarticular stenosis, right l5-s1. The patient underwent right-sided hemilaminectomy, foraminotomy, partial medial facetectomy, diskectomy, l5-s1. The patient underwent x-ray spine single view. Impression: intraoperative localization film. On (B)(6) 2009: the patient presented with preoperative diagnosis of: status post laminectomy l5-s1; spondylosis, disk disease, and spinal stenosis bilaterally l5-s1. The patient underwent: anterior diskectomy l5-s1 and bone marrow aspiration; local bone graft harvesting of autograft; interbody fusion with autograft, allograft, and bone marrow aspirate and infuse l5-s1; application of prosthetic device 45 mm medium distraction axial lift rod to l5-s1 disk space; facet joint fusion l5-s1 bilaterally using rhbmp-2 and application of 35mm facet crews bilaterally; nerve root monitoring . Per-op notes: an incision was made, 2cm and it was made bilateral through the coccyx area on the left side under fluoroscopic control. Under fluoroscopic control, with the stylet in the midline, it was impacted into the bone. The guide pin with a handle was removed, and the guide pin was then impacted into the vertebral body at s1, across the disk space, and into the distal aspect of the l5 vertebral body under fluoroscopic control. Once that was done, the dilator was removed from the 10mm sheath. The bone was then saved and used later for bone graft. In addition, bone marrow aspiration was also performed from the vertebral body at s1 and used later in our fusion mass. Bone graft with a combination of rhbmp-2, autograft, allograft and bone marrow aspirate with cancellous bone was then placed in a bone graft inserter. Once that was inserted and secured with a dilator sheath had been removed. In addition prior to insertion to the bone graft infuse material, the disk space was irrigated out copiously and suctioned dry. Once this was done, the wound was then irrigated with antibiotic irrigation and closed with interrupted 2-0 vicryl sutures and sealed with 3-0 vicryl sutures and subcuticular tissues as well as sealed with skin glue. On (B)(6) 2009: the patient was discharged. On (B)(6) 2009: the patient presented for physical examination review; impression: status post axial lift l5-s1 fusion with facet screws (B)(6) 2009: the patient presented for review of physical examination. Impression: status post l5-s1 fusion using the axial left and facet screws (B)(6) 2009: the patient presented for review of physical examination. Impression: status post l5-s1 fusion with axial lift facet screws with residual back and bilateral leg pain. On (B)(6) 2009: the patient underwent contrast x-ray, lower spine. Impression: l4-l5 disc bulge and facet arthrosis, no significant canal or subarticular recess narrowing. Mild bilateral foraminal narrowing; postsurgical changes at l5-s1. No evidence of fusion failure. Distortion of the dural sac and s1 root sleeves and l5 root sleeves may all represent postoperative changes, though residual disc material is not excluded. An MRI with gadolinium would be required to evaluate for the soft tissues for residual disc material. Patient underwent CT lumbar spine, post myelogram. Impression: stable exam. Status post instrumented lumbar spine fusion at l5-s1. No findings to suggest hardware loosening or hardware failure; mild lumbar spondylosis at l4-l5 and l5-s1 as detailed above. No definite findings to explain left leg pain; conjoined right l5/s1 nerve roots, a congenital variant. On (B)(6) 2010: the patient presented with back pain, left leg pain and underwent CT lumbar spine, post myelogram. Impression: stable exam. Status post instrumented lumbar fusion at l5-s1. No radiographic findings to suggest hardware loosening or hardware failure; mild attenuation of normal filling of the left l5 nerve root sleeve. On (B)(6) 2010: the patient presented for physical exam review of myelogram and cat scan. Impression: status post l5-s1 fusion with axial lift and facet screws with residual back and leg pain. On (B)(6) 2010: the patient presented for lumbar facet joint injection (B)(6) 2010: the patient presented for follow with complaint of pain. The review of myelogram revealed: impression: status post l5-s1 fusion with axial lift and facet screws with residual back and leg pain, primarily her back (B)(6) 2010: the patient underwent physical examination. Impression: chronic lower back and bilateral lower limb pain, left side worse than right; chronic opioid use. On (B)(6) 2010: the patient presented for follow up visit with pain. The patient underwent physical examination. Impression: chronic lower back pain and bilateral lower limb pain, left side worse than right; chronic opioid use. On (B)(6) 2010: the patient presented for follow up with complaint of back pain. Ros revealed: neurologic: numbness. The patient underwent physical examination. Impression: chronic back pain and bilateral lower limb pain; chronic opioid use; intermittent depression (B)(6) 2010: the patient presented for follow up with complaint of pain. Ros revealed: neurologic: numbness. Psychiatric. Depression, constipation. Musculoskeletal: pain in low back and down legs bilaterally. The patient underwent physical examination. Impression: chronic low back and bilateral lower limb pain; chronic opioid use; intermitted depression. On (B)(6) 2010: the patient presented for follow up with complaint of pain. Ros revealed: musculoskeletal: low back pain and lower limb pain. Neurological: numbness (B)(6) 2010: the patient presented for follow-up wit complaint of pain (B)(6) 2010: the patient presented for follow up with complaint of pain. Ros revealed: neurologic: numbness, musculoskeletal: back pain. The patient underwent physical examination; impression: chronic low back and bilateral lower limb pain; post laminectomy syndrome; chronic opioid use; lumbosacral radiculopathy left side more than right; depression in recent past; lumbar spine surgery; laminectomy fusion at l5-s1 (B)(6) 2010: the patient presented for follow-up. Ros revealed: musculoskeletal: lower back pain and bilateral lower limb pain. The patient underwent physical examination. Impression: chronic lower back pain; bilateral lower limb pain; chronic opioid use; status post lumbar surgery x2 , laminaectomy l5-s1, fusion l5-s1; constipation (B)(6) 2010: the patient presented for follow up visit with complaint of pain. The patient underwent physical examination. Impression: chronic lower back and left lower limb pain; chronic opioid use; lumbar spine surgery x2, laminectomy at l5-s1 and fusion at l5-s1; constipation with medication. On (B)(6) 2011: the patient presented for follow up with pain. Ros revealed: musculoskeletal : rediced sleep. Neurologic: numbness. The patient underwent physical examination. Impression: chronic low back and bilateral lower limb pain. On (B)(6) 2011: the patient underwent myelogram and cat scan of lumbar spine. Impression: status post l5-s1 fusion with axial lift bolt with continued back and bilateral leg pain. On (B)(6) 2011: the patient underwent MRI of the lumbar spine. On (B)(6) 2011: the patient underwent MRI. Impression: status post l5-s1 fusion with axial left bulk with continued back and bilateral leg pain. On (B)(6) 2011: the patient presented for follow up with pain. Ros revealed: musculoskeletal: back pain, leg pain. Physical examination revealed: impression: chronic low back pain and bilateral lower limb pain (B)(6) 2011: the patient presented for follow up with pain. On (B)(6) 2011: the patient presented for follow up with pain. Musculoskeletal: back pain, lower extremity pain and hip pain. On (B)(6) 2011: the patient presented for follow up with pain. Ros revealed: neurological: headache and numbness. Musculoskeletal: back pain and lower extremity pain (B)(6) 2011: the patient presented for follow-up with pain. Ros revealed: musculoskeletal: per hpi. Neurological: numbness. The patient underwent physical examination: impression: chronic low back pain; chronic opioid use; l5-s1 fusion with hardware with laminectomy; component of lumbar post laminectomy syndrome. On (B)(6) 2011: the patient presented with follow up with pain. Physical examination revealed: .impression: chronic low back pain and bilateral lower limb pain (B)(6) 2011: the patient presented for follow up visit. Ros revealed: neurological: weakness, numbness. Musculoskeletal: back pain, lower extremity pain. Impression: chronic low back pain and bilateral lower limb pain (B)(6) 2011: the patient presented for follow up visit. Ros revealed: neurological: numbness, musculoskeletal: pain in upper back, mid back, low back and lower extremities bilaterally. The patient underwent physical examination. Impression: chronic low back pain and bilateral lower limb pain. On (B)(6) 2011: the patient presented for follow up visit. Ros revealed: musculoskeletal: pain is aching and stabbing type in the lower back radiating down to proximal thigh bilaterally. On (B)(6) 2011: the patient presented for follow-up visit. Ros revealed: musculoskeletal: back pain, and lower extremity pain (B)(6) 2011: the patient presented for follow up visit. Ros reveled: neurological: numbness. Musculoskeletal back pain, leg pain (B)(6) 2012: the patient presented for follow up visit. Ros revealed: neurological: numbness, musculoskeletal: reduced sleep. The patient underwent physical examination. Impression: acute on chronic low back pain; chronic bilateral lower limb pain; lumbar post laminectomy syndrome; status post lumbar surgeryx2 and laminectomy with partial fasciotomy and diskectomy at l5-s1 and l5-s1 with hardware with anterior diskectomy; chronic opioid use. On (B)(6) 2012: the patient underwent CT lumbar spine w/dye. Impression: axialif transsacral screw with solid l5-s1 fusion. Bilateral facet screws without hardware complication. Right greater than left residual mild foraminal stenosis; l4-l5 progressive degenerative changes and moderate waist like stenosis, primarily related to facet hypertrophy. Mild lateral recess attenuation, left greater than right; the remaining upper lumbar levels appear unremarkable. On (B)(6) 2012: the patient presented for follow-up visit. On (B)(6) 2012: the patient presented for follow up visit. Ros revealed: musculoskeletal: positive for hpi (B)(6) 2012: the patient presented for follow up with complaint of pain. Ros revealed: neurological: weakness and numbness. Musculoskeletal: positive per hpi (B)(6) 2012, (B)(6) 2013, (B)(6) 2012, : the patient presented for follow-up visit. Ros revealed: neurological: weakness, numbness. Musculoskeletal: positive per hpi (B)(6) 2012: the patient underwent physical examination. Impression: chronic low back pain and bilateral lower limb pain; chronic bilateral lower limb pain and bilateral limb paresthesias; chronic opioid use; lumbar surgeryx2 l5-s1 fusion with hardware; lumbar post laminectomy syndrome. On (B)(6) 2012: the patient presented for follow-up visit. Ros revealed: neurological: numbness, musculoskeletal: positive per hpi (B)(6) 2012: the patient presented for follow-up visit. On (B)(6) 2012: the patient presented for follow-up visit. Ros revealed: neurological: numbness, musculoskeletal: shoulder pain, back pain, and lower extremity pain. Physical examination revealed: impression: chronic bilateral lower limb pain and bilateral limbs paresthesias only fair control; lumbar post-laminectomy syndrome stable; chronic low back pain, improved; chronic opioid use; lumbar surgeryx2, l5 through s1 fusion with hardware. On (B)(6) 2013: the patient presented for follow-up visit. Ros revealed: musculoskeletal: shoulder pain, back pain, hip pain, lower extremity pain. The patient underwent physical examination. Impression: chronic bilateral lower limb pain and bilateral limbs paresthesias only fair control; lumbar post-laminectomy syndrome stable; chronic low back pain, improved; chronic opioid use; lumbar surgeryx2, l5 through s1 fusion with hardware. On (B)(6) 2013: the patient presented for follow-up with complaint of back pain. Ros revealed: neurological: weakness and numbness. Musculoskeletal : back pain and lower extremity pain (B)(6) 2013: the patient presented for follow-up. Impression: status post lumbar laminectomy on the right with discectomy at l5-s1; status post anterior cervical discectomy at l5-s1 with axial lif fusion and facet screws; worsening back and bilateral leg pain, numbness and tingling, particularly on the right. On (B)(6) 2013: the patient underwent MRI lumbar spine without and with contrast. Impression: post-surgical changes at l5-s1. The post gadolinium sequences demonstrate no abnormal enhancement. There is scar in the epidural space at the l5-s1 level, post-surgical in nature. No significant degenerative disk disease is noted from l1 through l4. On (B)(6) 2013: the patient presented for follow up with complaint of pain. Ros revealed: musculoskeletal: shoulder pain, back pain, lower extremity pain. Neurological: numbness. The patient underwent physical examination. Impression: chronic bilateral lower limb pain; chronic low back pain; previous right sub acromial bursitis, resolved; lumbar post laminectomy syndrome; lumbar surgery x2, l5 through s1 fusion with hardware; chronic opioid use. On (B)(6) 2013: the patient underwent CT lumbar spine w/dye. Impressions: solid low-lying conus, terminating at the l2 level; l4-l5 junctional narrowing circumferentially related to ligamentum flavum redundancy, facet arthropathy and mild, diffuse disc bulge, slightly more prominent towards the left. There is slight effacement of the l4 root sleeve in the foramen. There also is mild effacement of the traversing left l5 root sleeve at the subarticular recess; l5-s1 fusion with no evidence of hardware break, loosening or fusion failure. No dynamic instability. Moderate left right foraminal and diminished visualization of the left>right l5 root sleeves. Also suggestion of mild affacement of the left s1 root sleeve. The patient underwent x-ray exam l-s spine 2/3 views. Impression: solid low-lying conus, terminating at the l2 level; l4-l5 junctional narrowing circumferentially related to ligamentum redundancy, facet arthropathy and mild, diffuse disc bulge, slightly more prominent towards the left. There is slight effacement of the l4 root sleeve in the foramen. There also is mild effacement of the traversing left l5 root sleeve at the subarticular recess; l5-s1 fusion with no evidence of hardware break, loosening or fusion failure. No dynamic instability. Moderate left right foraminal and diminished visualization of the left>right l5 root sleeves. Also suggestion of mild affacement of the left s1 root sleeve. On (B)(6) 2013: the patient presented with back pain that radiates into anterior of both legs and numbness. Ros revealed: hypertension, corrective lenses. Patient underwent physical examination. Musculoskeletal: the patient has tenderness to palpation at l4-l5 at l5-s1. No abnormalities of alignment or gross deformity. On range of motion the patient can forward flex 30 degree, extension of 10 degree, lateral flexion of 10 degree bilaterally, and rotation of 20 degrees bilaterally, there is free range of motion of hips, knees, ankles and digits. Neurological: patient mood is no-depressed and non-suicidal. Antalgic gait, spasms no significant muscle spasm. No muscle atrophy. Patient is able to heel and toe walk without difficulty. Muscle strength testing is performed for thigh flexors, quadriceps, hamstrings and extensor halluces longus. On (B)(6) 2013: the patient presented with back pain at center of pain management. On (B)(6) 2015: the patient underwent mr lumbar spine w/wo contrast. Findings: no fracture or mass lesion associated with the lumbar spine, the conus medullaris appears normal, no abnormal enhancement of the spine to suggest discitis or osteomyelitis, t12-l1 no abnormality, l1-2 no abnormality, l2-3 no abnormality, l3-4 no disc protrusion. On (B)(6) 2015: the patient presented with chief complaint of lumbosacral spondylosis without myelopathy. And problem hip pain, cervical spondylosis with myelopathy, lumbosacral spondylosis without myelopathy, degeneration of lumbosacral intervertebral disc, lumbar post-laminectomy syndrome, low back pain, sciatica, lumbar radiculopathy, lumbar radiculitis, fibromysoitis. On (B)(6) 2015: the patient presented with lumbosacral spondylosis w/o myelopathy, degenerative of lumbosacral intervertebral disc, hip pain. The patient underwent: caudal epidural steroid injection under fluoroscopic guidance. As per plaintiff factsheet: patient had rhbmp2 on the lumbar spine with posterior approach. Currently patient complains of nerve injury/damage; radiating pain to the legs and legs; and significant pain, chronic low back pain, numbness in legs and feet, pain in legs and neck area, inability to stoop, radiating pain in shoulders and arms.. Patient had multiple pain injections.patient reportedly was unable to work duties due to back pain. In (B)(6) 2014-present hip pain and pinched nerve in patients back.

Event description:
It was reported that on (B)(6) 2013, the patient presented with left knee pain. Radiographic studies showed lumbosacral pain and sciatica. On (B)(6) 2013 the patient underwent radiographic study of the knee. No obvious dislocation, bony abnormality or fractures. On (B)(6) 2014, the patient presented with complaint of right shoulder problem. Right shoulder x-ray a/p. Mild arthritic changes noted at the a.c joint with beginning superior and inferior spurs . No signs of any glenohumeral joint degenerative changes. Minimal sclerosis is noted at the greater tuberosity. No bony abnormality. On (B)(6) 2015, the patient presented with chief complaint of left hip problem. Assessment: lumbosacral spondylosis without myelopathy; sciatica; cervical spondylosis with myelopathy. On (B)(6) 2015 the patient presented to the office for a follow up visit with chief complaint of low back pain. Other problems: shoulder joint pain, hip pain, cervical spondylosis with myelopathy, degeneration of lumbosacral intervertebral disc, lumbar post-laminectomy syndrome, low back pain, sciatica, lumbar radiculopathy, lumbosacral radiculitis, fibromyositis.

Manufacturer narrative:
Additional information.

Event description:
It was reported that on, (B)(6) 2007: the patient underwent x-ray spine single view. Impression: intraoperative localization film. Findings: a single cross table lateral intraoperative view of the lumbar spine for localization was obtained. There no prior imaging studies for comparison. There appear to be 5 nonrib-bearing lumbar type vertebra present utilizing that numbering scheme, there is a linear metallic surgical probe projecting over the posterior spine near the l5-s1 intervertebral disc space just caudad to the l5 spinous process. (B)(6) 2007, patient presented for office visit. (B)(6) 2007 patient presented with the chief complaint of bilateral buttock and right leg pain, tingling in the right lower extremity following a injury on (B)(6) 2007. Impression: right sided herniated nucleus pulposus (hnf) and spondylosis at l5-s1 causing nerve root compression. (B)(6) 2007, patient presented for follow-up. (B)(6) 2008, patient underwent x-ray of lumbar spine. (B)(6) 2009 patient underwent x-ray fluoroscopy- 1hr assist non radiologist. (B)(6) 2009, patient underwent x-ray of lumbar spine. (B)(6) 2014: patient underwent fluoroscopic guidance. Impression: technical fluoroscopic assistance provided to referring physician. Film made not requiring radiologist interpretation. (B)(6) 2014: patient underwent pa and lateral chest. Impression: no prior chest radiograph for comparison. The lungs are clear. No acute airspace disease or pleural effusion. No pneumothorax. Cardiac silhouette and mediastinal contours are normal. No significant osseous abnormalities. (B)(6) 2014: the patient presented with MRI of cervical spine without contrast. Impression: mild cervical degenerative changes without focal disc herniation, stenosis, or nerve root compression.